Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the implant incision site and was treated with oral antibiotic twice daily, for a duration of 10 days. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced infection at implant site (specific date not reported). Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.